Manufacturer narrative:
(B)(4)

Event description:
It was reported that the driver (iipdts) did not release from the implant. The doctor was able to remove the driver without damaging the implant.

Manufacturer narrative:
One certain driver tip was returned for inspection. A visual inspection revealed signs of wear consistent with use. The hex tip is in good condition, as is the o-ring. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Functional testing revealed that the device assembled and disassembled with a mating implant. The complaint is unconfirmed. Unknown lot number narrative was not included in on the initial report. Reporter's name not provided/unknown. Narrative not included in additional MFR of the initial report.

Event description:
No further event information available at the time of this report.